Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic for a normal device check. The device failed to interrogate. The device was explanted and replaced. The patient was fine post-procedure.